Manufacturer narrative:
An event of paravalvular leak after implant was reported. Information from the field indicated that a pre- and post- balloon aortic valvuloplasty (bvl) were performed, there was sufficient calcium to allow seating, there were no deployment or retraction difficulties, the final implant depth was 5mm from the non-coronary cusp, and there were no anatomical or calcium interference that affected valve expansion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on available information, a cause for the paravalvular leak could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant with a small flexnav delivery system. It was reported the patient presented with moderate to severe aortic regurgitation prior to procedure. The patient's aortic dimensions were as followed: valsalva diameter-28mm, valve orifice area-338.4cm2, circumference of valve ring diameter-66mm, and ascending aorta diameter-33.5mm. A pre-dilatation with balloon aortic valvuloplasty was performed and a post-implant balloon aortic valvuloplasty was also performed with a 18mm and 20mm non-abbott device. It was reported there was sufficient calcium to allow seating. There were no deployment or retraction difficulties, all retainer tabs had released during deployment, and there was no anatomical or tissue/calcium interference that affected valve expansion. It was reported the final implant depth was 5mm at the non-coronary cusp and 5mm at the left coronary cusp. After implant, it was noted there was moderate paravalvular leak on the "valve ring 12 o'clock direction" and no intervention or treatment was reported. Patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.